Event description:
A malfunction alarm was reported on a pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer's technical support provided instructions for resetting the pump, which successfully resolved the malfunction without further recurrences, allowing the customer to continue using the pump.